Event description:
According to the reporter, the videolaryngoscope's display did not show up when the power was turned on, but it did after the battery was replaced before use. There was no patient harm.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the battery found no physical damage. The battery was installed on a test. The device was powered on, the led turned on but the display remained black. The device was power cycled multiple times with the same result. It was reported that the video laryngoscope's display did not show up when the power was turned on. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.